Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 63(hardware low-level failures). The blood glucose value at the time of the event was 400 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was not performed for hyperglycemia, and it was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Unit passed self-test, rewind test, seating, basic occlusion test, occlusion test, and force sensor test. Unit passed dat test at 0.08760 inches. No delivery anomalies noted during testing. No pump error 63 noted during testing. However, confirmed pump error 63 (line number file 147 number 2017) in the pump history download on (B)(6) 2025 13:22:01.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Unit successfully downloaded to thump. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case corner of the belt clip rails near the battery compartment, and faded serial number label. The p-cap/reservoir does lock properly. Pump passed functional testing and no delivery anomalies noted during analysis. Confirmed pump error 63 in the pump history download on due to moisture damage to the pcb1 and pcb2 board. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.